Event description:
User reported a high glucose event. The following example set was provided: on (B)(6) 2025 - 6:42 am est - sg: 94 - bg: 474, on (B)(6) 2025 - 10:37 am est - sg: 113 - bg: 469, on (B)(6) 2025 - 4:30 pm est - sg: 125 - bg: 486. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 - 6:42 am est - sg: 94 - bg: 94, on (B)(6) 2025 - 10:37 am est - sg: 113, on (B)(6) 2025 - 4:30 pm est - sg: 125 - bg: 125. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. The user sought medical treatment: humalog, 10 units. The user's hcp was aware of the event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a high glucose event. The following example set was provided: 1.(B)(6) 2025 - 6:42 am est - sg: 94 mg/dl - bg: 474 mg/dl. 2. (B)(6) 2025 - 10:37 am est - sg: 113 mg/dl - bg: 469 mg/dl. 3. (B)(6) 2025 - 4:30 pm est - sg: 125 mg/dl - bg: 486 mg/dl. A review of the data management system (dms) revealed that: 1. (B)(6) 2025 - 6:40 am est - sg: 94 mg/dl - bg: 94 mg/dl. 2. (B)(6) 2025 - 10:35 am est - sg: 113 mg/dl - no bg was entered. 3. (B)(6) 2025 - 4:30 pm est - sg: 125 mg/dl - bg: 125 mg/dl. A review of the dms data confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. The user sought medical treatment: humalog, 10 units. User's hcp was aware of the event. An case (B)(4) was created to address sensor inaccuracies. Dms data revealed optical instability in the channels and symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was called to advise that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The observed optical instability would have also contributed to inaccuracies around that time frame. A review of dms data revealed that the user is currently using the system with up-to-date information. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 14 august 2025. G3. Date received by the manufacturer? 14 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224,4248. H6. Investigation conclusions updated to 4315,19.